Event description:
Reporter noted corneal/scleral burn at beginning of procedure. Changed handpiece to complete case. Closed wound with sutures. Have used both of their systems since event occurred with no further problems.